Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900 infant resuscitator valve assembly was broken. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900 infant resuscitator valve assembly was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The valve assembly of the complaint rd900 device is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve assembly was returned to fisher & paykel healthcare (B)(4) for inspection. Results: visual inspection revealed that the gas outlet port was completely broken off of the fascia and valve assembly. A lot check revealed one other complaint of this type for lot 060404. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Customer was provided with a new fascia and valve assembly.